Event description:
New information received notes that the device was explanted and replaced on 5 oct 2020. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a charge time limit reached alert. No delay in therapy occurred. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of charge time out was confirmed. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device was tested on the bench and found no anomalies. The cause of the field event remains undetermined.